Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not lock on to drill" was not confirmed. During service, the device passed the vibration test, showing that it was able to lock properly onto the motor. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device would not lock onto the motor. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.